Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues using their controller or recharger. Due to nature of the call and audio quality agent was unable to determine which was the issue. Patient stated that the controller was dark. Agent asked the patient to try to click the up or down arrow on the remote. Patient stated it is dead. Patient stated when they previously connected the controller to the wall, the controller powered on. Agent asked the patient to connect the controller to the ac power supply during the call. Patient did not have ac power cord or recharger cord with them at the time of the call. Troubleshooting could not be done during the call. Agent directed patient to connect with their representative (rep) to return their wall charger and recharger. Patient mentioned they met with the rep who took their wall charger, recharger and told the patient to call patient services (pss) and to order the charger. Patient mentioned they will h ave an MRI on (B)(6) 30th to get a surgery on their back. The surgery is in their back and may or may not be related to their implant. Their doctor may be putting in screws, rods or pins into their bones. Patient said something about wires slipping over something. But due to audio quality could not gather further information.